Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. On (B)(6) 2017 the customer started a mountain trip in the early morning; at 11:00 a.m. He received a blood glucose value above 30 mmol/l on his aviva insight system. The patient experienced symptoms of feeling sick and vomiting. The patient attempted to self-treat with a bolus. Thirty minutes later the customer and his wife reach the ground station of the mountain train. The customer measures his blood glucose and discovers that it is still very high; the actual result was not provided. The customer vomits, but stays conscious. The customer returns to the hotel and during the next 3 days he corrects his blood glucose with pen therapy. At the end of the week he returns home. On monday (B)(6) 2017 he visits his diabetes doctor at the hospital, the doctor advised the patient should be admitted into the hospital to correct his blood glucose values. The type of treatment and blood glucose results obtained at the hospital were not provided. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.